Event description:
It was reported that the patient dropped the ilet pump, resulting in a cracked screen on device serial (B)(6), after which a replacement was arranged and the patient was advised on shutdown procedures, backup therapy, data sync to the mobile app, return logistics, and that data would not transfer to the replacement. Symptoms included no reported changes in blood glucose. Outcomes included continuation of cgm use with dexcom and planned replacement of the damaged pump. Investigation included customer service troubleshooting and review of device damage details. Investigation of this device revealed physical damage to the display consistent with accidental impact, rendering the screen unreliable for therapy interactions, with no indication of functional insulin delivery failure beyond the damaged interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.